Manufacturer narrative:
H.6. Investigation: bd received (B)(4) samples from the customer facility for the investigation. No photos were provided by the customer facility. The customer samples were visually inspected with no issues being identified. In addition, samples were sent to the chemistry lab for further titration testing. All tubes tested, met the specification requirement. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the investigation completed, bd was unable to confirm this complaint for clotting. Bd was unable to identify a root cause for the customer¿s reported issue of clotting. A complaint history was performed and this complaint was the 3rd complaint received for the reported condition on this lot number.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced clotting/micro clots/fibrin clots this event occurred 9 times. The following information was provided by the initial reporter: the customer stated "the facility is experiencing specimens clotting. Facility is experiencing clotting when using these tubes. No erroneous results as specimens were rejected. Patients redrawn with same lot, some redraws clotted and others were fine. Customer stated order of draw is citrate tube first if not a blood culture first. Blood collection needle is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced clotting/micro clots/fibrin clots. This event occurred 9 times. The following information was provided by the initial reporter: the customer stated "the facility is experiencing specimens clotting. Facility is experiencing clotting when using these tubes. No erroneous results as specimens were rejected. Patients redrawn with same lot, some redraws clotted and others were fine. Customer stated order of draw is citrate tube first if not a blood culture first. Blood collection needle is unknown.